Manufacturer narrative:
The mobile view station (mvs) interface was returned to the manufacturer for evaluation and the issue was confirmed. Functional testing, visual/physical examination was performed and found the cause of the issue was an open between pin # 7 and pin #8. Visual and continuity testing passed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed a frame rate error message. It was reported that the issue was found when setting up for a procedure. It was reported that reconnecting the interface (umbilical) cable did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.